Event description:
It was reported that the patient was having difficulty charging ipg. It was also reported that the patient experienced pain at the ipg site. The patient underwent an ipg replacement procedure and was doing well postoperatively. No further information has been obtained despite good faith efforts.